Manufacturer narrative:
The other assay related to this event is reported in medwatch report patient identifier: (B)(6).

Event description:
The customer received questionable results for ion selective electrode (ise) sodium on their modular analytics core (serial number (B)(4)). The customer provided data for six patients, of which there were four patients with discrepant results reported outside the laboratory. Repeat testing was performed on another modular ise analyzer (serial number (B)(4)). The first patient had an initial sodium result of 117 mmol/l accompanied by a data flag. The repeat result was 134 mmol/l. The second patient, a (B)(6) male, had an initial sodium result of 125 mmol/l. The repeat result was 138 mmol/l. The third patient, an (B)(6) male, had an initial sodium result of 129 mmol/l. The repeat result was 137 mmol/l. The fourth patient, an (B)(6) female, had an initial sodium result of 132 mmol/l. The repeat result was 141 mmol/l. The customer believed the repeat results were correct and they were issued as a corrected report. There were no adverse affects to the patients as a result of this event. The field service representative determined the event was caused by improperly conditioned pinch valve tubing. He stretched the pinch valve tubing and conditioned with serum. He primed all reagents. The ise movement and operation check passed. The customer performed calibration and quality control with passing results.